Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's trial procedure on (B)(6) 2024 was abandoned since the patient stopped breathing. CPR was performed on the patient. The patient is fully recovered post-operatively.